Event description:
It was reported that a malfunction occurred on the pump, identified by malf 12 and fault ID 0x2071. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller with the process, successfully resolving the issue with no recurrence. The customer was advised to continue using the pump and to call back if the malfunction recurred.